Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is getting the setting not available message on their controller. While on the call the patient lowered their stimulation and now the patient is not able to increase at all. The patient doesn't have other groups to work with. The patient met with a rep because they were not able to increase their intensity on their remote. The patient has had several falls over the last year and a concussion. The patient has impedance out on electrodes 0, 8, and 9. The rep reprogrammed the patient's device avoiding those electrodes. The patient is now getting great coverage, and the issue was deemed resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 serial# (B)(4) implanted: (B)(6)2018 product type lead.

Event description:
Additional information was received from the patient. It was reported that the patient fell and the wire moved so they couldn't read the settings. No further complications were reported.